Manufacturer narrative:
Manufacture date in the submitted follow up MDR is being corrected to 11/04/2019. Codes in the submitted follow up MDR is being corrected to 114 and 4315 (remove 213 and 67). This report is to correct the outcome of the sample functional test results. After manipulating the tubing within the twist clamp, the reported condition of leak was verified. Leak and clamp function testing failed due to a minute leak. The reported condition was verified. The cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed with no issues noted. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking from the twist clamp. The leak at the twist clamp was observed when the twist clamp was opened during use at the patient home. To resolve the issue, the hospital exchanged the transfer set with a new product. There was no patient injury or medical intervention associated with this event. No additional information is available.